Event description:
Reporter alleged the softclix plus lancet system used for finger-stick blood glucose testing did not properly prime for use and would return to an unprimed position. The manufacturer confirmed through their evaluation department that the lancet needle protruded beyond the device cap. The location of the alleged incident was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix plus lancet system: catalog number 04628349001 and lot number bas036.

Manufacturer narrative:
The suspect product is the lancet device.